Event description:
It was reported the patients ipg became inoperable following an unrelated surgical procedure wherein the ipg was not set to surgery mode. A manufacturer representative was able to recover the device via troubleshooting.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.